Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated that he still leaks urine with activity even after having had his artificial urinary sphincter (aus) activated. He states he leaks when getting up from a chair or out of the car and with other strenuous activities. The patient is frustrated and thinks his device is not working properly. Patient services specialist recommended him to contact his physician to see if his device was successfully activated.